Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator from the implanting hosp to the MFR, that the pt was at home, in auto mode, when the rate dropped to 50 bpm with a flow of 4.2 lpm. The pt began to experience right heart failure and was admitted to the intensive care unit. The pt was changed to a fixed rate mode. Upon changing to a fixed rate of 80 bpm, the pt's flow increased to 6-7 lpm. The treating hosp vad coordinator stated that this pt has been hospitalized for approx one month due to a fungal infection and was not at home as initially reported. According to the treating hosp vad coordinator, the anti-fungal medications used to fight this infection have affected the pt's liver and contributed to the right heart failure symptoms. The pt continues to be supported in the ICU. It was also stated by the treating hosp, that the pt has suffered off and on from exit site drainage and infection, which could have resulted in changing volume status, beat rate and flow changes.